Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the gap in the adhesive area between the server plug in (z block) and the distal end was traced to a component failure. However, the most probable cause of foreign objects in the air water cylinder (tube) and air water tube, as well as foreign objects inside the light guide lens, could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had foreign objects in the air water cylinder (tube) and air water tube, foreign objects inside the light guide lens, and a gap in the adhesive area between the server plug in (z block) and the distal end. There was no patient involvement.